Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump did not declare a high blood glucose (bg) alert while customer's bg was 375 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.